Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle and suture had been detached from the beginning. It was a control release needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: 1. What was the procedure date? (B)(6) 2024 when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>in the package 3. What was used to complete the procedure?=>another device was used. The following information was requested, but unavailable: 1. What was the name of the procedure?=>unk h3 investigation summary ==> the product was returned to ethicon for evaluation. One winding former with seven needle suture combinations, one suture and one detached needle. Product code vcpb841d. This product code is multi-strand and contains eight strands per packet. After investigation of the detached needle and suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code vcpb841d contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.